Event description:
The article, "safety and efficacy of amplatzer duct occluder ii and konar-mftm vsd occluder in the closure of perimembranous ventricular septal defects in children weighing less than 10 kg", was reviewed. The article presented a case study of a 13-month-old child weighing 6.3kg with a perimembranous ventricular septal defect. It was reported that on an unknown date, an unknown amplatzer duct occluder ii (adoii) was chosen for an off-label procedure to occlude a perimembranous ventricular septal defect. Six months post-procedure, the patient presented with complete atrioventricular block and required a permanent pacemaker implant. The article concluded both the konar-mf vsd occluder (mfo) and adoii are effective closure devices in appropriately selected pmvsds. Cavb can occur with both devices. The mfo is inherently advantageous for defects larger than 6 mm and subaortic rims smaller than 3 mm. In the literature, the series represents the first study comparing the mid-term outcomes of mfo and adoii devices in children weighing less than 10 kg. [The primary and corresponding author was kaan yildiz, sbu tepecik training and research hospital, izmir, türkiye, with corresponding email: drkaanyildiz@gmail.com] post-procedural complications included complete atrioventricular block, permanent pacemaker (surgical intervention), hospitalization.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, an amplatzer duct occluder ii's was placed off label to close a perimembranous ventricular septal defect. It was reported that six months post-procedure, the patient presented with complete atrioventricular block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.